Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said their recharger was not charging and the lights were blinking up and down. The patient said the issue had been going on for a couple of days. During the call, the patient took the recharger off of the dock and the power button was unresponsive. A replacement wireless recharger was requested to be sent out. The patient called back with replacement recharger and requested assistance in setting recharger up. The patient was getting "not found" so the patient was instructed to switch rechargers and scan the barcode on the recharger. The patient still received 'not found' so the patient was instructed to place the recharger on the dock and hit "retry". The patient did so and saw the recharger was inactive but they then tried to turn the recharger on and got a 'not found' message again. The patient was advised to place recharger on the dock and hit retry and they saw "recharger is inactive." The patient also read from the application that the recharger was on the dock. The patient was then able to take the recharger off the dock and power the recharger on and the application showed the recharger was searching. The troubleshooting steps resolved the issue. The patient began a charging session in open loop charging. The patient would continue charging the implant to closed loop charging and then charge the implant to 100%. The patient would call back if they had any further issues.